Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: a portion of the guide wire remains in pt's anatomy. Device issue: guide wire separation. It was reported that the physician performed balloon angioplasty on a left anterior tibial artery that was 100% stenosed with heavy thrombus. When the physician was attempting to remove the wire, the coils stretched and then the core separated into two pieces. The distal portion of the wire remains in the pt. The physician did not attempt to retrieve the separated portion from the vasculature. There is no additional event or pt info available.